Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used during a biliary stone retrieval procedure. According to the complainant, during the procedure, the catheter kinked while inserting the device into the endoscope. The device was then successfully removed from the endoscope, however resistance was met during removal. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Preliminary evaluation of the complaint device revealed the catheter to be broken, therefore this is now a MDR reportable event.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used during a biliary stone retrieval procedure. According to the complainant, during the procedure, the catheter kinked while inserting the device into the endoscope. The device was then successfully removed from the endoscope, however resistance was met during removal. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Preliminary evaluation of the complaint device revealed the catheter to be broken, therefore this is now a MDR reportable event.

Manufacturer narrative:
Additional infromation: it was reported that there was resistance upon removing the device from scope and the catheter tore due to this resistance. Investigation results: visual examination of the complaint device found the catheter to be broken in half. The catheter was found to be stretched at this point, which is consistent with an excessive force being applied to the catheter upon catheter withdrawal. The catheter was inspected and small kinks and dents were found near the balloon. The reported defect of catheter kink and catheter difficulty removing was confirmed as the catheter was found to be stretched and broken, as well as having some kinks near the balloon. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4) for the event of catheter broken. Preliminary evaluation of the returned complaint device revealed the catheter to be broken in two pieces. Stretch marks were also noted on the catheter. The damage appears to have occurred during use, however the evaluation has not been completed. Therefore, the exact cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.